Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a cut in the cord near the camera head. The issue was reportedly discovered during reprocessing of the device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and corrections. The device was returned to olympus for inspection and the product analysis confirmed customer's complaint of a cut in the cord near the camera head. Additionally, noise showing on image was identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure. Olympus will continue to monitor field performance for this device.

Event description:
There was no patient involvement.